Manufacturer narrative:
Device evaluation: the compliant for ¿not heating properly¿ was verified by functional testing. The cause was the pump. The pump was replaced to correct the issue, and the device passed all functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was not heating properly. Status of the product at time of event was during testing. There was no patient involvement.